Event description:
It was reported the patient died with death certificate noting cause of death to be uremic encephalopathy, renal failure, hypotension, and sepsis. Physician reported patient had last been seen in the clinic in (B)(6) 2010. Also reported patient had "recurring tachycardia with ICD firing." There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient died with death certificate noting cause of death to be uremic encephalopathy, renal failure, hypotension, and sepsis. Physician reported patient had last been seen in the clinic in (B)(6) 2010. Also reported patient had "recurring tachycardia with ICD firing." There is no allegation from a health care professional that the death was device related. Follow up revealed no firing of ICD for the past five years until the week of (B)(6) 2010 when ICD fired 3 times when patient cleaning. Reprogramming done. On (B)(6) 2010, patient experienced 3 episodes of feeling dizzy, weak, and diaphoretic with device shocking patient on the third episode. Patient hospitalized and "vt ablation" performed on (B)(6) 2010. Admitted to the intensive care unit after became hypotensive - echo showed no effusions. Multiple organ dysfunction noted with worsening renal function. Family opted for comfort measures only and patient expired on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.